Manufacturer narrative:
Asku - the reporter is a lay user/patient.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial (B)(4). The customer initially tested with a result of 7.4 inr. The customer tested again 4 minutes later using a different finger and the result was 3.0 inr. The customer reported the result of 3.0 inr to her healthcare provider. No treatment was necessary and no changes were made to the customer's medication dosage. The customer had the meter coded incorrectly at the time of the tests. The meter was not clean. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer feels fine. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have lupus or antiphospholipid antibodies. The customer has had no diet changes. The customer's prednisone dosage has recently been increased. The customer is not taking any new medication and has not been ill recently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, customer meter with master lot strips: 2.1 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.